Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of delivery issue is determined to be patient condition because acute angle of the patient innominate artery and the pump was unable to pass into ascending aorta.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that they were unable to advance an impella 5.5 device into the patient's ascending aorta. An impella cp was deployed instead. There was no patient harm reported.